Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4); no product is available for investigation. The hm3 lvas IFU lists neurological events as adverse events that may be associated with the use of the heartmate 3 lvas. This document also lists neurologic dysfunction as a potential late post implant complication. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a remote lacunar of the right cerebellum and small ovoid hypodensity at the right centrum semiovale based on a CT scan. The patient showed symptoms of altered mental status (ams) and left sided weakness. The date of event was not provided; therefore, date of (B)(6) 2019 is estimated date of event.